Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was observed between tip electrode and the second electrode, at the plastic ring separating the electrodes. The physician considered the char as excessive and an increased risk to patient. Photo analysis: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, char was observed on the tip's level of the catheter. A manufacturing record evaluation was performed for the finished device number lot 31525184l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and after the procedure, the doctor noticed some charring above the electrode. It was observed between tip electrode and the second electrode, at the plastic ring separating the electrodes. The physician considered the char as excessive and an increased risk to patient. The system did not present any error messages and there were no issues related to temperature and flow on the catheter. The patient was anticoagulated with activated clotting time above 300 which was maintained throughout the case. Heparinized normal saline was used. The patient had no complications.